Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that during the procedure the mesher was getting stuck after the skin was taken and was ready to be meshed. It was working just fine until halfway meshing the skin where it got stuck and wouldn¿t move. The patient was under anesthesia. There was a delay of 5-10 min to finish the case because the mesher was not functioning properly. There was no additional graft needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
G2: foreign: canada. Review of the most recent repair record determined the wheels did not turn. The comb, gear, and bottom roll was replaced and resolved the reported issue. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.